Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025, the user¿s mother reported that after changing to a 6 mm 23" contact detach infusion set, the site began bleeding at school and required replacement. The user completed another site change and remained at school. Blood glucose (bg) rose to 330 mg/dl but returned to range after the supply change and ilet correction. Replacement supplies were arranged for overnight delivery. The highest blood glucose (bg) recorded was 330 mg/dl. Bg was corrected through a supply change and ilet insulin delivery. No symptoms were reported, and no medical intervention was required at the time of call.